Manufacturer narrative:
This device used for treatment and not diagnosis. Average age 70.2 years, range 65 ¿ 78 years. Genders: 22 males: 27 females. Event date: september 2009. Implant date: from april 2006 through march 2008. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Abstract, journal article received: treatment of aged intertrochanteric fractures with minimally invasive dynamic hip screws. Chinese journal of reparative and reconstruction surgery. September 2009. 23 (9) : 1071-1074. Authors: j. Wang, t. Yang, q. Kong, s. Liu, h. Xaio, g. Wang, y. Fang. Synthes was not mentioned in the article, it is unknown if this is a synthes device. This study was to evaluate the effect of minimally invasive dynamic hip screws in treating aged intertrochanteric fractures. Study was from april 2006 to march 2008 with 49 patients: 22 males and 27 females, with a mean age of 70.2 years, range: 65-78 years. It was reported that 2 patients had implant failure with a non-union. Hardware used: dhs plate screw, and cancellous bone screw. This complaint in on the dhs lag screw: 2 cases of implant failure and non-union. This is 1 of 1 report for (B)(4).